Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 9077703 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle tip broke when attempting to "force" it into the insulin cartridge "all the way". This occurred on 6 separate occasions, but the dates are unknown. Additionally, after the first needle tip broke, a new needle was placed on the same syringe, but the plunger was "stuck"and unable to draw up insulin. Because of this, the customer reportedly went "a few hours" without insulin and their blood glucose level rose to "~300mg/dl" before they could obtain a new cartridge of insulin. The following information was provided by the initial reporter: "customer reported a couple weeks ago (B)(6) 2019) that she was attempting to fill her new cartridge as a new user and she was trying to put the needle tip in the cartridge "all the way" so when she was attempting to force the needle tip into the cartridge, the needle tip broke, on 6 different instances. ((B)(4)) this was prior to customer's pump training and customer was able to watch a (B)(6) video after the 6th needle tip and observe that resistance is normal and that the needle should only be inserted about 1/4" not the entire 3/8". Customer stated when the needle tip broke she attempted to change out just the broken needle tip and on the same syringe but the syringe plunger appeared "stuck" after she changed just the needle tip and she was unable to fill the syringe with insulin. This did not happen after the new needle tip was inserted into the cartridge, but prior, so cts will not classify issue as a 'fill resistance issue' but as a 'needle/syringe issue'. Customer went a few hours without insulin on this day and her bg rose to ~300mg/dl before she was able to get a new cartridge filled with insulin."

Event description:
It was reported that the bd precisionglide¿ needle tip broke when attempting to "force" it into the insulin cartridge "all the way". This occurred on 6 separate occasions, but the dates are unknown. Additionally, after the first needle tip broke, a new needle was placed on the same syringe, but the plunger was "stuck"and unable to draw up insulin. Because of this, the customer reportedly went "a few hours" without insulin and their blood glucose level rose to "300mg/dl" before they could obtain a new cartridge of insulin. The following information was provided by the initial reporter: "customer reported a couple weeks ago (B)(6) 2019) that she was attempting to fill her new cartridge as a new user and she was trying to put the needle tip in the cartridge "all the way" so when she was attempting to force the needle tip into the cartridge, the needle tip broke, on 6 different instances.(B)(4) this was prior to customer's pump training and customer was able to watch a youtube video after the 6th needle tip and observe that resistance is normal and that the needle should only be inserted about 1/4" not the entire 3/8". Customer stated when the needle tip broke she attempted to change out just the broken needle tip and on the same syringe but the syringe plunger appeared "stuck" after she changed just the needle tip and she was unable to fill the syringe with insulin. This did not happen after the new needle tip was inserted into the cartridge, but prior, so cts will not classify issue as a 'fill resistance issue' but as a 'needle/syringe issue'. Customer went a few hours without insulin on this day and her bg rose to 300mg/dl before she was able to get a new cartridge filled with insulin."

Manufacturer narrative:
Correction: the date of event has been corrected by the customer. The following information has been updated: b.2. Date of event: (B)(6) 2019. H3 other text : see section h.10.